Event description:
It was reported that the customer's insulin pump had multiple motor error alarms, and the blood glucose reading was 500mg/dl. Troubleshooting was performed, and the displacement test passed. However, the drive support cap was misplaced. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. The device passed the basic occlusion, displacement and bolus delivery tests. No motor error alarm observed during testing. A broken reservoir tube lip, cracked reservoir tube, missing end cap sticker and scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.